Event description:
It was reported that during an explant procedure the system was being removed so that the patient could have an MRI. The physician had cut the lead and the all of the outside of the casing was pulled. About an inch of the ¿insidecasing¿ was still inside the patient. It was the wire inside the lead that could not be removed. Additional information was received indicating that the patient had to have a full system removal due to need of MRI. Everything was removed and nothing was left in the body. The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).